Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 06/15/2022, it was reported by a facility representative via sems that a ar-6480 dw pump is activating intermittently. This occurred during an unknown case, with no patient effect reported. No additional information provided.